Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Hurt- vagina [vulvovaginal pain]. They break apart- tampon [device breakage]. When you take them out, they break apart and they hurt you [complication of device removal]. Case narrative: consumer reported via social media that the tampax break apart. No serious injury reported.